Event description:
It was reported that deflation issue occurred. The 90% soft stenosed target lesion was located in a lower extremity artery with straight geometry. The lesion measured 6mm in diameter and was approximately 50mm in length. Pre-dilation was performed with a non-bsc scoring balloon. The 6.0 x 60mm, 135cm ranger drug-coated balloon was then advanced across the lesion. The balloon was inflated once to treat the lesion and then could not be deflated. To assist with deflation, the balloon was inflated two additional times and different inflation devices and syringes were used, but the attempts were not successful. They inflated the balloon again, this time to its rupture point, after which it was removed from the patient's body. The procedure was completed with this device. There were no patient complications.